Manufacturer narrative:
(B)(4). Per the patient at-home guide, users are instructed to follow proper aseptic technique taught by the dialysis center when handling lines and solution bags to reduce the possibility of infection. A review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a system error (se) 2240 (air in tubing) alarm occurred on the homechoice (hc), during dwell 1 of 4. The home patient (hp) stated that she was still connected. The hp confirmed that no bags had come undone however she said that she stepped on the supply line and now it was leaking. The hp will finish therapy with manual bags. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.